Event description:
It was reported that during a prostate procedure, the first fiber was noted to be "forward firing at 181.769 joules. During use the second fiber was noted to be "firing forward". The procedure was completed with a third fiber. Patient outcome: "ok, no harm to patient." This report is for the first fiber.

Manufacturer narrative:
(B)(4).